Event description:
This companion hospital cart was not in use with a pt. The customer reported that the screen on the companion hospital cart could not be calibrated. This alleged failure mode poses a low risk to a patient because the issue was observed when the hospital cart was not in use with a patient. In addition, this alleged failure mode would not prevent a companion 2 driver from performing its life-sustaining functions. The companion hospital cart will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.